Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the screen was dim, and also noted two bright "splotches" on the right side of the screen. The display was replaced and the stylus calibrated to the touch screen. Analysis also noted that the power supply had signs of corrosion however this did not affect other parts of the programmer, the right and left keyboard hinges were broken, the display dropped, the system fan was intermittently on/off, the paper guide on the printer drawer was broken and there was a cracked solder on the electrocardiogram connection on the link electronic module (lem) printed circuit board. All found defective parts were replaced, and the lem was also calibrated and the software was reconfigured, reloaded and updated. (B)(4).

Event description:
It was reported that when the programmer was turned on for a patient check, it appeared as though the screen had been lightened however a couple minutes later the screen got darker. At that point the programmer was turned off and then back on however it came back on to a black screen. The programmer was returned for service. No patient complications have been reported as a result of this event.